Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. History: round cell tumor, pelvic mass.

Event description:
During a site visit it was reported that etoposide (chemo) was started by night shift at 0707 to run over 1 hour on the 3 east unit. The etoposide infusion was checked the following shift and was found to be under infusing. The infusion completed 16 min later than should have and was a result in a difference of 143ml of fluid infused. The pump was sent to biomed where it passed accuracy testing.